Event description:
A consumer reported her surgeon has recommended lasik surgery following intraocular lens (iol) implant surgery. She stated she is seeing floaters, she feels as if something is in her eye and she has a red spot in her left eye. She reported she is also experiencing eye irritation and pain. In follow-up, th consumer's mother reported "her daughter did not have cataracts." She stated her daughter "can not see farther than 30 feet in the distance" and has a history of ocular genetic birth defects, ptosis of the eyelids, astigmatism and uncontrollable eye movement. Additional information was requested; however, the surgeon is unwilling to provide any additional information. There are two medical device reports (MDR) associated with this event. This report is for the fellow eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 09/28/2011, 09/30/2011 and 10/10/2011 by fax, phone and mail. The surgeon is unwilling to provide any additional information. (B)(4).